Manufacturer narrative:
Immucor field service engineer visited customer site to assess galileo instrument. Instrument appeared satisfactory.

Event description:
On (B)(6) 2014, a customer reported an abo discrepant result when testing with a galileo instrument.